Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer stated his blood glucose readings were not being stored in the memory of the contour meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.